Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery and the load sequence with multiple cartridges. The customer's blood glucose level was 109 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.